Event description:
It was reported that the pump showed no cassette detection. The device was not used on any patient. The issue was discovered during preparation that the device did not work.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the cause of the reported issue. The pump was functioning normally. The cause of the reported issue was not determined. No action will be taken.